Event description:
Caller states patient tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Caller states the patient consumed 8 beers the night prior to the comparison. Patient normally has 2-4 beers per night. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.